Manufacturer narrative:
Occupation: occupation is lay user/patient. The country of origin is (B)(6). The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. A qc test was performed on 6-aug with passing results. The meter result was 2.3 inr with the acceptable margin being 1.8-2.8 inr. Retention test strips (lot 322641) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 7:30 a.m. The laboratory result was 3.0 inr. At 7:30 a.m. And 7:35 a.m. The meter results were both 4.0 inr. The patients therapeutic range is 2.5-3.5 inr.